Manufacturer narrative:
On (B)(6) 2024, additional questionable troponin results were obtained by the customer from 1 patient sample. The initial result was 19.2 ng/l from a cobas pro analyzer. The sample was repeated on the customer's e801 analyzer and the result was 15 ng/l. The investigation did not identify a product problem. The root cause of the event was found to be consistent with pre-analytical sample handling issues.

Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc recovery data provided was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs assay results for 4 patient samples on a cobas e 801 analytical unit. The customer was having result issues with other patient samples which prompted them to repeat subsequent patient troponin samples with high initial results. On (B)(6) 2024, sample 1 had an initial troponin result of 21.4 ng/l. The first repeat result was 14.6 ng/l. The second repeat result was 14.5 ng/l. On (B)(6) 2024, sample 2 had an initial troponin result of 17.9 ng/l. The first repeat result was 6.57 ng/l. The second repeat result was 6.92 ng/l. On (B)(6) 2024, sample 3 had an initial troponin result of 19.9 ng/l. The repeat result was 13.3 ng/l. On (B)(6) 2024, the customer reported that sample 4 had an initial troponin result of 20.6 ng/l. The repeat result was 11.0 ng/l. The exact date of testing was not provided.

Manufacturer narrative:
On (B)(6) 2024, additional questionable troponin results were obtained by the customer from 1 patient sample. The initial result was 27.0 ng/l. The sample was repeated on another e801 analyzer and the result was 12.3 ng/l. The investigation is ongoing.